Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient received an MRI of implant and said he had his hip redone after 14 years. He mentioned that he was in pain for 11 years.